Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to cap pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "the cap of the blood tube dislodged in transit. The customer has advised that the method of collection was using a ultra touch wingset and holder. The cap was not removed. The samples were transported to the lab by porter not pneumatic tube. The cap was dislodged on arrival in the lab. The patine was hep c positive.the blood was contained in the biohazard bag therefore no exposure."